Manufacturer narrative:
The reported inability to tighten the df-1 port set screw was confirmed in the laboratory. Visual inspection identified septum material inside the df-1 port screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw. The damage was consistent with procedure-related damage during implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device implant procedure, the set screw would not secure a lead port plug. Another device was successfully implanted. There were no reported patient symptoms and the patient was stable throughout the procedure.